Event description:
It was reported the patient received inappropriate shocks for atrial flutter with varying intervals. Doctor feels the device is not working appropriately, as the therapy was withheld previously. The system remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.